Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the user was not using correct procedures at home. The patient was not hospitalized for the peritonitis event. On an unknown date the patient began treatment with intraperitoneal (ip) vancomycin (dose, duration and frequency not reported). On an unreported date a ¿few weeks after that antibiotic therapy ended¿ the patient experienced relapsing peritonitis, reported as ¿the patient had a return of the same infection¿. On an unknown date, the patient was treated with a ¿mix flush¿ of ip vancomycin and ip fortaz, ¿throughout the entire month¿, two months prior to receipt of this report, (doses and frequency not reported). The last dose of the antibiotics was given on the sixth day of the following month. That same day the patient started hemodialysis therapy for approximately two and a half weeks. At the time of this report, the patient was recovered from this peritonitis event and performing automated pd therapy. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.